Event description:
Subsequent to the initial medwatch additional information was received reporting that the promus stent delivery system was never inside the patient because the device became stuck on the guide wire during advancement. During attempts to pull the device back, the distal shaft separated and the stent dislodged. The patient's current condition is excellent.

Manufacturer narrative:
Follow up # 1/supplemental report text-01/11/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.